Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board required replacement. The device was returned to the customer unrepaired due to service declined. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Cigarette smell was sensed from the device during evaluation. The main circuit board and pneumatic block required replacement. The device was returned to the customer unrepaired due to service declined. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to an isolated component failure within the device main circuit board and contamination of the device pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).